Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that an unspecified patient with a boston scientific device experienced a syncopal event following a threshold test. No other adverse events were reported.